Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a decontaminated condition and was available for investigation. Failure description: the instrument arrived in a clean status with a loosened and visible damaged ceramic body gk384200. The loosened hook is missing. Investigation: the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840). We made a visual inspection of the instrument. Here we found a loosened and visible damaged ceramic body gk384200. Additionally we made an optical inspection of the fracture surface. No abnormalities were detected but unknown deposits and black discoloration were discovered. We made a visual inspection of the adapter with guiding lug gk384201. Here we found a loosened hook, brown discoloration and solder residues. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigations lead to the assumption that the loosened and visible damaged ceramic body and loosened hook were caused by a mechanical overload situation or forced fracture due to an improper handling. Additionally there is the possibility for pre-damage or similar due to previous surgeries. A major disadvantage of ceramics is their brittle fracture behaviour (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore break less frequently. They forgive easier constructive tolerances by relieving local stress peaks through elastic and plastic deformation. Furthermore according the instruction for use (IFU) the following points must be observed: prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components; do not use the product if it is damaged or defective; set aside the product if it is damaged; replace any damaged components immedicately with original spare parts; to avoid damge to the working end, carefully insert the product throught the working channel (e.g. Trocar). After each complete cleaning, disinfection and drying cycle, check that the instrument is dry, clean, operational and free of damage (e.g. Broken insulation or corroded, loose, bent, broken, cracked, worn, or fractured components). Check that the product functions correctly. Immedicately put aside damaged or inoperative products and send them to aesculap technical service (ats), see technical service. No CAPA is necessary.

Event description:
It was reported that there was an issue with ceramic electrode tips. The products were noted to have failed during use on 2 occasions. One appears to have "exploded" as all the ceramic has come away from the tip; surgeon confirmed all parts were found. A second has then had part of the ceramic tip come away. The part was found. The staff stated that the instruments had been used 7 times and reprocessed in accordance with the instructions for use (IFU). There was no patient harm. The malfunction is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00765 ( (B)(4) gk 384r).